Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital:"when they opened the package and tried to insert the introducer into the cannula, the fixation part (connector) of the introducer came off. Replacement was used to continue the procedure." (B)(4).

Manufacturer narrative:
Correction to the initial reporter address. A supplemental medwatch will be submitted when additional information becomes available. The product has been requested for investigation.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The date the device was available for evaluation was provided.

Event description:
Ref.: #703006452, customer ref.: (B)(6).

Manufacturer narrative:
(B)(4). The product was requested for investigation. During the visual examination of the claimed hls cannula,it was determined that the fixation part was detached from the introducer. The failure was confirmed by laboratory. A DHR review of the claimed lot was performed. There were no references found,which are indicating a nonconformance of the product in question. A sap trend search was performed(search for material 70104.7292,failure code: 1015 falling off parts)and the search returned the 1 further complaint,but it was not related in any way to this complaint. On the other hand,a sap trend search was performed according to the failure code:1015 falling off parts,one similar complaint was found. Also,an open search of the trackwise complaints database using the material number 70104.7292 was carried out and the searched returned no complaints. Based on the trending for material number,a systemic issue is not indicated. For the similar complaint,the available information was shared internally with getinge therapy application manager. It was stated that without a doubt the complaint is related to the device failure. It is not critical,but,it may result into a delay of procedure. According to our investigation,the failure could be caused by the lack of operators¿ attention; such failures should be recognized during process controls. The probable root cause could be determined as gluing failure. As a corrective action,we conducted a training and instructed the operators to be more attentive about the gluing process. The data is also being handled through a designated maquet trending and applicable investigation process. If a trend occurs,it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).